Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with a syringe. Customer indicated that they have contacted their doctor and that their blood glucose value was 441 mg/dl at the time of the call. Troubleshooting found that the reservoir had air bubbles but did not want to calibrate. Customer indicated that they cannot perform the high pressure test as they are at work. Customer declined high blood glucose troubleshooting and indicated that they would call back when they get home. Customer also indicated that their pump settings are at their house.